Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of an rd900afu neopuff infant resuscitator had broken off. This was observed after patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900afu neopuff infant resuscitator was returned to fisher & paykel healthcare service centre in (B)(4) for evaluation. Results: inspection revealed that the gas inlet port was broken and the manometer was faulty. A lot check revealed no other complaints of this nature for lot number 050826. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damages to the neopuff gas inlet port and manometer were due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of an rd900afu neopuff infant resuscitator had broken off. This was observed after patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900afu neopuff infant resuscitator is en route to fisher & healthcare (fph) service centre in (B)(4) for repair. We will provide a follow-up report once we have completed the repair.